Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 977a275, serial/lot #: (B)(4), ubd: 25-aug-2024, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 25-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that the patient felt like the leads placed in the c-spine may have migrated. They may take x-rays and have the pocket locations evaluated on (B)(6) 2021. The patient reporting feeling pain between the two implanted neurostimulators. The manufacturer representative indicated that the managing physician thought that this was related to programming.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type implantable neurostim ulator product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type lead product ID 977a275 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type lead product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type lead product ID 97715 lot# serial# (B)(6). Implanted: (B)(6) 2020. Product type implantable neurostimulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient's weight (lbs or kgs) at the time of the event was 124lbs. Symptoms patient experienced that made the patient think that the leads had migrated included pain in both sides of her neck. Rep believed the leads somehow migrated left into the nerve roots causing pain. The cervical leads were confirmed to have migrated. The patient did not know why leads migrated. The cause of the lead migration was not determined. They attempted to reprogram but the pain persisted and hcp explanted the system.

Event description:
Additional information received. Rep responded from follow up sent. Rep reported patient's pain on both sides of neck is not resolved. Physician is considering other options for her. I don't know what these are. No further information available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.